Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that after opening the packaging and having extracted the 3.0 x 18 mm xience prox stent delivery system from the hoop, without resistance, the stent implant fell off the balloon. The device was not used on the patient. The procedure was successfully completed with a similar device. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4).the device was returned for analysis. The reported dislodged stent was unable to be confirmed. However, the proximal shaft (hypotube) was separated. Based on visual inspection of the returned device and the information provided there is no definitive cause for the reported/noted difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).